Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history shows the last basal delivery and the last bolus were on (B)(6) 2013. A replace cartridge alarm was recorded; deliveries resumed at 18:45. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. The complaint was not able to be duplicated during the investigation process. Evaluation revealed that there was a scratched display lens.

Event description:
The reporter and patient contacted animas on (B)(6) 2013 reporting that his blood glucose (bg) today was 600mg/dl. The patient reported that his bg first thing in the morning was 115mg/dl, checked it later it was 300mg/dl and now it was 600mg/dl. The patient stated he felt fine and does not check ketones. The patient stated that he changed his site twice at school and denied any problems. The patient stated that he gave himself an injection of apridra insulin two hours prior to call. The patient stated that the bg was still elevated. The patient denied any illness and being on any medication. The prime history was reviewed and the patient doesn't always fill cannula for site changes. Customer support (cs) reviewed the pump and all settings were correct. Cs advised the reporter (the mother) that there is no malfunction with the pump. Cs advised the mother to contact healthcare professional for instruction and possible pump setting changes. Cs stated that since the bg was not coming down with syringe either, there could be other issues with health. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the alleged blood glucose incident.